Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway, upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a precision 16fr catheter. The customer stated the catheter balloon ruptured after seven days after insertion. The facility performed a cystoscopy to verify and remove retained product.